Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter had retraction failure. The following information was provided by the initial reporter, translated from japanese to english: this is a report about needle retraction failure. According to the customer's report, after venipuncture, the hcp pressed the button, but it was not activated, resulting in the failure of needle retraction.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 26-nov-2022. Our quality engineer inspected the sample and photographs submitted for evaluation. Bd received one 22gx1.00in insyte autoguard device from lot number 2160898. Additionally, four photos were provided. The photographs displayed a catheter that has been used but the needle is sticking out. Closer observation show that the safety button has been engaged but the safety mechanism has failed. A gross visual inspection of the returned unit shows what¿s pictured on the provided photos. The device has been used and the needle failed to retract therefore your reported issue was confirmed. The safety button was re-engaged, then disengaged and the needle retracted with no resistance. The device was then investigated under uv though no adhesive could be identified. Both the spring and the barrel were dissected but a defect could not be identified. Although your reported issue was confirmed, it could not be determined if the damage resulted from the manufacturing of the device or from the user environment. A device history record review showed no non-conformances associated with this issue during the production of this batch. H3 other text : see h10.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter had retraction failure. The following information was provided by the initial reporter, translated from japanese to english: this is a report about needle retraction failure. According to the customer's report, after venipuncture, the hcp pressed the button, but it was not activated, resulting in the failure of needle retraction.